Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, the device came into contact with the calcification and the distal stent was lifted. The device was exchanged to a 3.00 x 28 synergy stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts slightly stretched on the distal half of the stent. Struts on the first row are stretched over the distal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, the device came into contact with the calcification and the distal stent was lifted. The device was exchanged to a 3.00 x 28 synergy stent and the procedure was completed. No patient complications were reported and the patient's status was good.